Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that they had a leaky valve. The doctor completed the case successfully without patient harm or injury. Additional information was received on (B)(6) 2019. The patient was in stable condition. Additional information was received on (B)(6) 2019. The procedure was a was a percutaneous coronary intervention (pci). It was a 6fr terumo sheath.